Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K012201. Investigation: samples received: 42 sutures inside a pot. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 72 units of this code batch. There are no units in our stock. We have received from the customer 42 used sutures inside a pot for analysis. However, without any closed or unused sample the needle puncture strength cannot be performed. Checking the needles of the used sutures received, we have detected that there are several marks of a needle holder or surgical instrument near needle tips. As stated in the instructions for use of the product: care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needlepoint, never at the end where the fiber is attached or the needlepoint. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fiber attachment end could cause bending or breakage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving used sutures, without closed or unused samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle is blunt. The reporter indicated that during a mitral and aortic valve cardiac procedure, it was reported the needle was blunt. Per the reporter, the patient did not have arteriosclerosis. The patient outcome was good. Patient information is not available. Associated medwatch: 3003639970-2019-00936.